Event description:
This is filed to report a gripper actuation issue. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. This was noted to be a difficult case due to the mitral valve having a large flail gap. One clip was successfully deployed on the mitral valve at a2/p2. A second clip was inserted, and grasping was performed. However, after multiple grasping attempts, it was observed the anterior gripper was not lowering. The clip was inverted and retracted into the left atrium (la). Troubleshooting was performed, but the anterior gripper was still unable to lower. Therefore, the clip was removed and replaced. One additional clip was deployed on the mitral valve, reducing mr to a grade of 3-4. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. A review of the complaint history did not indicate a lot-specific product issue. All information was investigated, and without the device to analyze, a cause for the single gripper actuation issue could not be determined. The reported positioning failure associated with the inability to grasp the leaflets appears to be related to the patient morphology/pathology (large flail gap). There is no indication of a product issue with respect to manufacture, design or labeling.